Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was cloudy fluid on aspiration of the reservoir port at a pump refill. Diagnostics included sending the fluid for culture. The report was one colony forming unit (cfu) of staphylococcus species, not aureus. This isolate did not demonstrate inducible clindamycin resistance in vitro. The actions required as a result of the event included new drug was placed in the pump reservoir. At the time of report that patient¿s status was alive - no injury. It was noted that there were no patient symptoms associated with the event. The patient was asymptomatic clinically, there was only clinical indication of issue was cloudy aspirate. Additional information received reported the date of onset of the infection was unknown, but the primary location of the infection was fluid inside the pump that was cultured. No treatment was instituted for the infection. New fluid was placed in the pump. The patient outcome was no sequelae. It was unknown at the time of report if the infection resolved. The pump was used to infuse lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 85 90-1, lot# n096700, implanted: 2008-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 for a serious injury. The event remains reportable as a malfunction. (B)(4).